Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had film on the screen. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the scratch was on the lcd screen and the extent of the scratch was film covering the screen of the insulin pump. Customer stated that they cannot read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a minor scratched lcd window. The test reservoir does lock properly inside the reservoir tube. Insulin pump passed the displacement test and self test. Insulin pump was monitored and no film/missing segment/partial display noted during the testing.